Event description:
This report is an update regarding the ongoing issues we continue to have with our b. Braun outlook 100 pumps. We have had an additional 66 pumps (for a new total of 379 pumps) "lose" their drug libraries. The pumps simply default to their factory preset and prompt the user to manually set dosing, etc. Initially the manufacturer had provided us with software upgrades, which did not solve the issue. They then provided our facility with 45 new batteries, which once installed, did appear to help solve the issues. However, we have now had 17 pumps lose the library after the new batteries were installed. To clarify the volume/extent of this problem, it should be noted our particular facility has a total of 440 pumps, of which 379 have exhibited problems "losing" their drug libraries. For clarification purposes it should also be noted the entire drug library is disappearing (standard and custom are empty of any options). The manufacturer may believe only the custom library is empty which may lead them to believe the standard library is still available. It is not. There are no options in either drug library at the bedside. This function becomes useless.====================== manufacturer response for infusion pump, outlook 100======================continue to work with manufacturer for resolution.